Event description:
During tonsillectomy surgery, pt was burned at the area slightly above the right corner of the mouth. The burn area excised was approximately 4mm wide and 1.5mm deep. The hosp examined the forcep and noted a 1/16 inch diameter void in the forcep insulation approximately 3 1/8 inch from the tips on the left leg of the forcep.